Event description:
The reporter stated an unspecified cassette malfunction during total parenteral nutrition delivery. No pt injury or treatment was associated with this event. During in-house testing, the pump display showed the set was infusing, but no fluid was being infused.